Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon positioning this right atrial (ra) lead the implanted had difficulty extending the helix. The ra lead was removed and it took 12 turns to finally retract the helix. The ra lead was re inserted into the atrium, but difficulty was once again encountered when attempting to extend the helix. The ra lead was checked and out of range pacing impedance measurements were seen as well as loss of capture, and intermittent sensing which was due to the patients atrium and lack of sinus drive. A new lead was successfully implanted with no complications. The ra lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the cathode conductor coil was fractured at distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix..

Event description:
--